Manufacturer narrative:
(B)(4). Eval, results: (very tortuous lesion, 75% stenosis), (stent embolism). Eval, conclusions: lack of effectiveness related to pt condition (very tortuous lesion, 75% stenosis).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a very tortuous lesion in the circumflex with 75% stenosis. The physician attempted to direct stent the lesion, however, this was not possible so the target lesion was pre-dilated using a 2.5 mm x 12 mm sprinter legend balloon. An attempt was then made to deliver the endeavor sprint device. The distal end of the stent was able to make it through the ostium, but the proximal end could not make the turn. The physician removed the device and replaced an additional wire in the vessel. A second attempt was made to deliver the endeavor sprint device, but the stent would not pass the distal left main artery. The device was removed and it was observed that the endeavor sprint stent had dislodged from the stent delivery system. The physician attempted to locate the dislodged stent but could not. However, there were no visible signs of the stent in the pt's body after fluoroscopy and x-ray were performed in radiology. The presence of the endeavor sprint stent had been confirmed on the stent delivery system prior to initial use. The target lesion was treated with balloon angioplasty only. The pt is reported to be doing well and no clinical sequelae were reported.